Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a consumer that bd safetyglide" needles were found to be more like 1/2 needles. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: five samples were received by bd (B)(4) and confirmed to be from batch #6001842 (p/n 305916). This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. The investigation concluded: confirmed: bd was able to confirm the customers indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends conclusion the root cause for the customers reported defect was confirmed to be a manufacturing deficiency. Situational analysis (B)(4) and CAPA # (B)(4) were opened to address the issue.